Event description:
It was reported to nuvectra that during implant of the permanent leads, the physician experienced difficulty with accessing the posterior and used several needle angles. The leads were implanted and connected to the stimulator and tested with impedance issues. Multiple troubleshooting was performed with no success. Subsequently, the leads were replaced and tested again with no impedance issues.